Event description:
Customer reported being treated by the emergency medical team due to low blood glucose levels. Assisted customer at beginning of call with basal rates programming. Did not become aware of low blood glucose levels until after basal rates had been adjusted. Customer stated that she has tried to change basal rates on her own before the call. Daily totals shows 27.5u for today and one bolus of 7.0u. Bolus may have been done while customer was having low blood glucose levels. Troubleshooting performed and pump appeared to be functioning as designed.